Event description:
It was reported that the iab was prepped and insertion began. After the iab was passed approx half way through the sheath, it could not longer be advanced. At that time, the entire assembly was removed and replaced. There was no further difficulty or pt complications.